Event description:
Patient was found with hemodialysis blood tubing wrapped around her hand twice, with the luer lock connection disconnected between the hemodialysis blood tubing and the bard hemostar catheter. The trans-lumbar catheter was surgically inserted in patient just prior to the instant hemodialysis treatment. A complete access check by the rn which included checking all connections was performed approximately 35 minutes prior to the event. The patient's respirations deteriorated rapidly, leading to a pea arrest. The patient was resuscitated, but the arrest resulted in cerebral anoxia and the patient expired several days later.